Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the white residue in the air/water channel, and the cylinder was not identified, and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during evaluation the colonovideoscope exhibited white residue in the air/water channel and the air/water cylinder. There were no patient involvement.